Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the grainy image. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty charged coupled device (ccd) unit and a damaged cable. The cause of the faults were not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue of a bad image as the image was found grainy which was isolated to a faulty charged coupled device unit. Additionally, the cable unit has kinks, a knot and a cut. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus was informed that the customer camera head was returned to the olympus repair center for an image problem, ¿bad image¿. The customer¿s reported problem was found during reprocessing. Upon inspecting and testing, there was a grainy image due to defective charged coupled device unit. No death, injury or harm was reported to olympus. This report is being submitted to capture the grainy image.